Event description:
A home patient (hp) contacted (B)(4) regarding a check patient line alarm that appeared on the home choice (hc) during initial drain. The hp did not check the patient line before connecting and starting the initial drain. There was air in the patient line. (B)(4) had the hp disconnect and cycle power to end therapy. The hp will restart the setup with all new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of a check patient line was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. A use error was identified during troubleshooting. The patient did not check if the patient line had primed completely before the patient connected himself. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.